Manufacturer narrative:
G4: 10mar2020 b4: (B)(6)2020. Failure analysis on the returned touch screen shows that the customer complaint of touch screen out of specification was verified. Noted resistances out of tolerance. Root cause failure determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/26/2019.

Event description:
During periodic maintenance philips field service engineer (fse) found the touchscreen was misaligned. The was no patient involvement. The fse confirmed the touchscreen issue. The fse replaced the touchscreen to resolve this issue. Unit was checked overall, cleaned and functionally tested. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.